Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure, the extension appeared to be cracked after the physician implanted it and tunneled it over to the neurostimulator pocket. A new extension was then implanted with no harm to the patient. No patient injuries were reported.